Event description:
Grand slam was being introduced to body through a guideliner and became prolapsed in the guideliner but never made it to the vessel. When the physician attempted to pull it back out to open the prolapse, the wire became entangled in the guideliner and subsequently unraveled.